Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the anchor of the device could not be deployed during a procedure. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the juggerstitch was returned without any packaging components/materials. The device has been cycled two times and there were no sutures or anchors returned. The flexible sleeve is at the tip of the needle and the black push button and pusher wire with teeth move with no issues. Product information cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.